Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer "the small transparent lens cover (approximately 1mm) of the blade was found missing after use was conformed and further defects were detected. In total the following defects were detected: blade damaged blade bent adhesive joints on camera head worn missing flat glass connecting piece worn plug oxidized plug worn handle deformed leaking product labelling worn as mentioned above, the device passed quality control at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described defect is the wear of the adhesive on the tip of the c-mac blade, which is caused by wear during use and the reprocessing process. The wear of the adhesive has caused the flat glass to fall out. For this reason, a user misuse error is to be assumed which led to the missing glass. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on may 12, 2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the customer has reported image goes dark when in use. Also, the cover glass at the distal window looks to be missing. No negative impact in state of health reported.